Manufacturer narrative:
(B)(6). Date of event is unknown. (B)(4). Device is not expected to be returned for manufacture review/investigation (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon performed a c5-6 anterior cervical discectomy and fusion on the patient (B)(6) 2016 to address the patient¿s stenosis at that level and myelopathy. The surgeon used a synthes standard zero-p implant and four (4) screws for the procedure. The procedure was successfully completed, but at an unknown point in time the patient began to regain the myelopathy symptoms. The surgeon had a magnetic resonance imaging (MRI) done on an unknown date and the patient had stenosis at that level again. A revision surgery was done on (B)(6) 2016 to address the stenosis at the c5-6 disc level and the surgeon removed the zero-p implant. All four (4) screws were successfully removed along with the zero-p spacer which was removed with a forcep. There were no issues with the zero-p spacer. The surgeon then decompressed posterior to the spacer down to the dura. The surgeon noted that there was some very granular tissue that was compressing on the dura. He removed this successfully and placed a musculoskeletal transplant foundation (mtf) cortico-cancellous acf spacer (ccacf) allograft spacer and cervical spine locking plate (cslp) small stature plate at the c5-6 level. The surgery was successfully completed with no harm to the patient. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
UDI: (B)(4), expiration date and lot number unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.